Manufacturer narrative:
Device out of warranty; no manufacturer service requested. Out of warranty; no manuf serv requested.

Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient due to an exhalation autozero failure. An autozeroing failure may affect the accuracy of the system pressure measurement. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported there was no patient harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the pressure transducers, and the customer reported they appeared to be functional. The pse advised the customer to evaluate the 3 station solenoid or main pcb board to address the reported problem. The customer reported the 3 station solenoid was replaced to address the reported problem and the device was functional post-service.